Manufacturer narrative:
No diagnostic/functional testing was performed as the device has not been returned for evaluation/repair. It is at the customer discretion to return the device. The cause of the issue is unknown and the issue is not confirmed. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that there was a speaker malfunction error. It is unknown if the device produced sound. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. The device has not yet been returned for bench repair. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.